Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 25mm 3000tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 15 years, 9 months due to calcification and regurgitation. The patient presented with sob. The procedure was performed with a 26mm 9750tfx transcatheter valve. The valve was implanted successfully, and the patient was alive at the end of the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm unknown aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The procedure was performed with a 26mm 9750tfx transcatheter valve. The valve was implanted successfully, and the patient was alive at the end of the procedure.